Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted due to a reset message received during testing after insulation damage was discovered on the endotak lead.